Event description:
During a routine hemodialysis treatment, a reported patient blood loss of 210 cc occurred. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial air alarms occurred 10 minutes after starting the treatment. The alarms could not be resolved and were followed by venous pressure low alarms. The patient's blood was not rinsebacked due to concern of a potentially clotted disposable set. No medical intervention was required.